Manufacturer narrative:
Catheter: model: 8709sc serial# (B)(4), implanted: 2012 (B)(6), explanted: unk. (B)(4).

Event description:
Additional information: it was noted that there was no change in therapy and that the doctor put the pump in a mesh pouch.

Event description:
It was reported that the pump was "flipped/slipped" and patient was undergoing a revision. Per reporter, the healthcare provider (hcp) was intending to put in a pouch and a revision was being done as of the date of this report. It was also indicated that the catheter had migrated upwards which was "actually a good thing" as the patient was happy with results that she was getting now. No catheter revision was indicated. Drug delivered was lioresal. Additional information has been requested; a follow-up report will be sent when it becomes available.